Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was damaged and could not be used to charge the pump. Additional information was not provided. Multiple follow up attempts were performed to complete troubleshooting, however, customer declined further troubleshooting.